Event description:
It was reported by service report that the fowler is not working right, it drifts down. It is unk if there was pt involvement. However, there are no adverse consequences to report.

Manufacturer narrative:
Eval: bracket.